Event description:
It was reported that the patient had been having trouble with her stimulator. Last night she was in "terrific pain." She had been almost pain free for 2 maybe 3 weeks. The day before reported event date the pain started and the patient tried to use programmer to "set her device" but it would never "set properly." Then the night before reported event date the pain became unbearable and the patient tried to use programmer to set device but it wouldn't work. So on the day of reported event she was trying again to set her device and couldn't so she called patient service for assistance. She did try to "pick another program" but she was unable to do that, but she states that was mainly due to her not knowing how to work the device that well. She keeps hitting the on button and all she was getting was poor communication screen. The patient was able to synch with ins(stimulator) and verified that stimulation was on and was set at 1.5. She initially set it at 1.4, then increased it to 1.5. Patient asked if her pain was bad, should she increase stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08t0n, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).